Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power their device on that it had a white display and would not complete the boot-up process.  A white display is indicative of a device lockup condition. There was no patient use associated with the reported issue.

Manufacturer narrative:
After additional testing of the customer's device, physio was able to duplicate the reported issue. Physio replaced the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit chip, (B)(4). The removed ui pcb assembly was an ancillary part and there was no failure of the assembly.